Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: a review of the pump black box data showed no evidence of short battery life. The battery compartment was observed to be intact with no damage. The test battery cap secured properly to the pump. The pump powered on normally. During testing, current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found inside the pump. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, fading, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.